Event description:
I had umbilical hernia repair done with a mesh. The mesh did not hold and I have been in "constrain" pain since the surgery. Last year it caused a bowel obstruction which caused me to be hospitalized. The hernia is now 8 times the size it was.